Event description:
The user received questionable acetaminophen results for one patient sample. The original result was 182.4 ug/ml with a data flag and was reported outside the laboratory. The result was questioned and a redraw of the patient was ordered. The original sample was retested twice and the result was -4.1 ug/ml with a data flag each time. On (B)(6) 2010, the patient was redrawn. The original result was -4.3 ug/ml with a data flag and the repeat result was -4.1 ug/ml with a data flag. The result was reported outside the laboratory as <1.2 ug/ml. The original sample was tested on cobas c501 analyzer serial number (B)(4) and the result was -4.3 ug/ml with a data flag. The second (redraw) sample was tested on cobas c501 analyzer serial number (B)(4) and the result was -4.0 ug/ml with a data flag. The patient was not adversely affected and was not treated based on the original result. The acetaminophen reagent lot number was 62893701. The field service representative determined there was problem with one of the valves and cleaned it. To verify the analyzer operation, he ran precision testing.